Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, error 40068 was displayed and all arms were red. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs via artemis and found error 40068/252 pointing to the right master tool manipulator (mtm)/remote arm controller (rac)2 on the surgeon side console 2 (ssc). The isi tse asked the nurse to power cycle ssc2 by flipping the circuit breaker and restarting it. After restart, errors were still present, and all arms were red. The isi tse asked to disconnect ssc2 from power and fiber on the ssc side and put the cap on the blue fiber cable (bfc). The system was started again with only ssc1 connected and booted up with no faults. The customer will complete the procedure with ssc1 as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the right master tool manipulator (mtm) on the second console to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. No trouble was found with mtm.